Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and heavy calcification. The 3.5 x 15 mm nc trek balloon catheter was advanced for pre-dilatation. While advancing, resistance was noted with the anatomy. During the first inflation of 8 atmospheres (atm), the balloon ruptured. During removal, resistance was again noted with the anatomy. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture, physical resistance or difficult to remove from the anatomy reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.